Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose level was 130-160 mg/dl. Troubleshooting with tandem technical support was performed, and the malfunctions were cleared.